Event description:
A customer contacted beckman coulter inc. (Bci) regarding seven erroneously low glucose (glu) patient results generated by the unicel dxc 600 pro synchron chemistry analyzer when run in duplicate. The results were confirmed on an alternate analyzer prior to reporting outside the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Per customer, calibration and qc were within established specifications. A field service engineer (fse) went on-site, performed troubleshooting and replaced the glucose reagent syringe pump and the issue was resolved.